Event description:
The pt experienced acute pain following a pump replacement. A x-ray was taken which revealed a catheter breakage. A magnetic resonance imaging was also done (date and results not reported). A catheter was replaced (B)(6) 2009. The hcp reported, the incident was a non-serious injury/illness. The pt also felt the pump was uncomfortably large.

Manufacturer narrative:
(B)(4).